Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that water leaked from the condenser tray due to a poor crimp between the drain nipple and the drain tray. A field service engineer (fse) contacted the customer and performed basic troubleshooting, including advising the customer to check for possible IV bag leaks inside the refrigerator. The issue was ultimately resolved by a third-party contractor. The flare joint was redone between the drain nipple and tray. The leak from the condenser tray was successfully resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, had water in a bin located on the second shelf. Medication boxes and vials in the bin were wet, and other products on the top and second shelves were damp to wet. Water was observed on the top shelf dripping onto the second shelf. No source of the water was identified. All medications remained intact, and the refrigerator temperature was within the acceptable range. However, there were no delays or adverse events or injuries reported based on this event.